Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device became stuck on tissue and had to be pried off during an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.